Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm which is off label usage of the device. The stated they had an allergic skin reaction with open blisters at the insertion site. She went to her internist and was prescribed an unspecified ointment/balm. No additional patient or event information is available.